Event description:
Hcp reported a pt presented with signs of infection including fever and pain. The initial site of the infection was along the extension. Cultures were taken which produced mrsa growth. The pt was treated with vancomycin and explantation of the ipg and extension in 2006. The pt is being monitored and the event remains ongoing.